Manufacturer narrative:
The insulin pump buttons all functioned properly and no damage to the keypad or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, a creacked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their down arrow button was unresponsive while attempting to bolus. Customer's blood glucose was 568 mg/dl. Customer was treated with a manual injection for their blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.